Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was intact and the up, down, and ok buttons responded intermittently. The keypad cover was removed and contamination was found underneath all button contacts. Unrelated to the keypad issue, the battery compartment was cracked from the threads to the seal case. Additionally, the display was dim/fading/reddish, and bolus button cover was torn but responded normally.